Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's low blood glucose levels. The mother states the customer had low of 48mg/dl. The customer treated with food. The mother declined to troubleshoot at this time.